Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, intended for use in treatment, was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. There was a relationship found between the returned device and the reported incident. Complaint of recognition failure in port a was confirmed. Cause of failure is an partially seated harness connector to header j1 on the main pcb. Control unit passed all functional tests after connector was reseated and locked in. The complaint investigation has concluded the cause of the failure to be a seating problem from port a harness connector to main pcb header. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the port a of the controller was not responding when it is plugged in. No case involved. Therefore, there was no patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.